Event description:
The chair allegedly had unintended movement, causing the consumer to run into the bed. No serious injury is alleged.

Manufacturer narrative:
Manufacturer received information user's power chair allegedly had unintended movement. No serious injury was reported. Chairs programming adjustment may have been set to a latched mode which would attribute to the alleged event. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or inappropriate programming adjustments were performed to the chair. MDR filed as a consecutive measure.